Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: the cavity mode indicator and the smoke evacuation mode indicator are not illuminated. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cavity mode indicator and the smoke evacuation mode indicator are not illuminated as convenient display mode 1 is selected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during setup and inspection for use of their high flow insufflator unit device prior to an unknown procedure, that the device had no display. There were no reports of patient harm.